Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump is stuck in down position. The customer's blood glucose was 120 mg/dl at the time of incident. The customer states the stuck button alarm occurred and declined troubleshooting. The insulin pump will not be returned for analysis.